Event description:
The pump and battery cap was returned for investigation. Investigation revealed that the battery cap contact width was found not to be within specifications. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump and battery cap have been returned and evaluated by product analysis on (B)(4)2013 with the following findings: a review of the pump history showed dates from (B)(6) 2013 to (B)(6) 2007. The remainder of the black box showed dates in the 2007 timeframe. There were no alarms or warnings related to complaint observed in black box, however multiple pump reboots were observed on (B)(6) 2013. During a visual inspection of the pump, cracks were observed to the battery compartment. There was no evidence of moisture contamination inside battery compartment. The battery cap was unable to tighten due to stripped battery cap threads and stripped coin slot. A power loss was observed during testing. The battery cap contact width was found not to be within specifications. A test battery cap was used for all testing. The pump was exercised with a test cap for 24 hours and no power loss or battery related warnings were observed. (B)(6).